Event description:
After 39 months of implantation, this device was removed because the physician suspected possible inappropriate therapies/shocks. The facility was notified that this device was a suspect device for over-sensing.